Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery, and motor tests. The unit did not have a motor error alarm. The unit had a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer called in to report a motor error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 597 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.